Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the device was received and evaluated at the service center. The reported complaint that the output of the coagulation of the generator falls, was unable to be confirmed. The device was tested and found to be working according to specifications. Since the reported condition is not confirmed,the root cause for the reported failure cannot be determined, however, it is assumed that the handpiece at the time of use with the generator may have failed, causing the customer to experience the reported issue. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/7/2019 and passed all functional testing before being returned to the customer at this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/7/2019 and passed all functional testing before being returned to the customer

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by affiliate that the output of the coagulation of a vapr® vue¿ generator fails. No surgical delay or patient consequence reported. The customer does not want to provide additional information.